Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that device failed cutter insertion (cannot insert cutter) and the neuro-tip leg and neuro-tip foot had been drilled into and the laser etching is worn. Cannot insert cutter was due to the bearings being worn out which created a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment which would not allow the cutter to pass through. It was determined that the cause of this failure was caused by worn out bearings from normal use and servicing over time. It was further determined that the condition of the neuro-tip leg was due to excessive lateral force being placed on the device causing the drill to flex and come into contact with the neuro-tip leg. The assignable root cause of this condition was determined to be damage caused by user error. The cause of the craniotome foot drilled was failure to follow the directions for use. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip. The worn laser etching is due to normal wear over time. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported from france that during trepanation of the skull it was observed that at the second hole of the trephine, the trephine device would not stop spinning when used with the compact speed reducer device and the motor device and penetrated into the patient¿s brain resulting in a left frontal contusion. A craniotome that was reported to have not been used in the procedure was returned without an alleged deficiency for evaluation and testing. During routine service and repair of the device, it was observed that the neuro-tip leg and neuro-tip foot on the device had been drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.